Event description:
It is reported that the patient was revised due to pain. The revision surgery revealed that the components are completely unglued, and the polyethylene is highly consumed.

Manufacturer narrative:
This report will be amended when our investigation is complete.